Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils. During the procedure, the physician advanced a px slim delivery microcatheter (px slim) into the distal vessel of the aneurysm, then placed a pod8 coil and another manufacturer's coils. After placing the coils, the physician confirmed that the coils were slightly migrating so he decided to use a pod6 coil next but was unable to properly deploy the pod6 coil. Therefore, the physician retracted the pod6 coil back into its introducer sheath and then repositioned the px slim. Another attempt was made to advance the same pod6 coil through the px slim; however, the physician encountered resistance and was unable to advance the pod6 coil pusher assembly at all. Consequently, the pod6 coil was stuck in its introducer sheath and could not be advanced out. Therefore, the procedure was completed using a new pod8 coil, the other manufacturer's coils and the same px slim. It should be noted that there was continuous flush during the procedure and no reflux of blood flow was observed while retracting the coil into its introducer sheath. There was no report of an adverse effect to the patient.